Event description:
Back-out of locking screw.

Event description:
Back-out of locking screw.

Manufacturer narrative:
Evaluation summary: an investigation of the screw and a review of the DHR were not possible because neither the screw nor the product details (catalog number and lot code) were provided. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.